Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation: it is likely the following led to the malfunction: this event was caused by a component failure of the activation button. It was confirmed that the output button lacked a clicking sensation and could be activated with minimal force (simply resting a finger on it without pressing). Additionally, there were instances where the button was recognized as being pressed even though it was not. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the power seal curved jaw sealer and divider had an error occur and output was not possible. An error message appeared on the image, but no error number was displayed. This malfunction occurred during a therapeutic laparoscopic hysterectomy for endometrial cancer. The procedure was completed with a similar device. There were no reports of patient harm.

Manufacturer narrative:
E1 - initial reporter establishment name: (B)(6) hospital. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.